Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of alarm sounds when powered on, with no display functions was confirmed. It was found that the malfunction was due to a faulty main board, which intermittently caused an e03 (excessive pressure when inflated) error code. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus onsite support specialist reported on behalf of the customer, the high flow insufflation unit alarm sounds when powered on. There were no display functions. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, both phenomena, (1) alarm sounds and the front panel turns off; (2) e03 occurrence, have been reported to be caused by a patient circuit (cr) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.